Event description:
Patient reported they were recently informed by their dentist that due to wearing the aligners their tooth fractured, tmj and gum recession issues. They have to now go to a specialist for their issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.